Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -09.00/+2.0/073 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.